Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 while loading the cartridge. Another cartridge was used and successfully loaded. During the day, the customer underestimated the number of carbohydrates consumed and did not deliver enough of a bolus. The blood glucose (bg) level was in the 340 mg/dl range and a bolus via the pump was delivered to address the bg. The bg level dropped to 250 mg/dl and was still decreasing.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.